Event description:
It was reported that there were telemetry issues. It was stated that an overdischarge was suspected as the last time "any" stimulation was felt was "over 2 years." It was noted that "a couple" physician mode recharges were performed, with no sign of power on reset or normal recharging. It was later reported that the overdischarge was confirmed. It was stated that the manufacturer representative was scheduled to meet with the patient the following week to take the device out of overdischarge state. It was noted that the patient was "not experiencing any pain." It was reported that the patient's device was in over discharge due to being turned off for over a year, and not recharged. The patient was going to make plans to bring the device of the power-on-reset (por) condition the following month. It was reported that there were telemetry issues. It was reported that they were able to clear the por,but the battery was unable to hold a charge. It was stated that the patient did not want to commit to charging because the stimulation did not help with her pain.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 37743, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It had been reported that patient had seen error message indicating they needed to reposition their device. It was also reported that after battery had been overdischarged, the battery was unable to hold a charge. It was stated that the patient did not want to commit to charging because the stimulation did not help with her pain.

Manufacturer narrative:
(B)(4).